Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory antibiotics for the event. At the time of this report, the patient was not recovered, remained hospitalized and dianeal therapy was withdrawn during treatment. No additional information is available.